Event description:
It was reported that there was low flow on the arctic sun device. The nurse stated they have already changed devices one time. The device the patient was on now was not cooling. The patient was in a covid room and she could go inside. Patient was 38c, target was 33c, and water was 29.4c. There have been no alerts/alarms yet. Mss had put the device in manual mode at 5c. Water temperature did not drop, but rather increased. The patient was 38.1c. Temperature 1 was 31c, temperature 2 was 31c, temperature 3 was 31c, temperature 4 was 3.1c, water flow rate was 3 l/m, inlet pressure was -7 psi, circulation pump command was 79%, and mixing pump command was 100%. System hours were 3278.5 and pump hours were 2982.3. Mss advised nurse that the mixing pump was out on the device and it cannot able to cool the patient. Mss told her to send device to biomed. Nurse stated this was the second device they tried to use. The other device was getting low flow so they sent it to biomed and stated that they have one other device available for use.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not clean, disinfect, sterilize or store this product with tweezers, forceps, scalpels, etc. There is a hole in the camera cable, and water leakage may destroy the electric circuit inside the product.¿ the root cause could not be determined. Probable causes include improper handling of the device. From the submitted report, it is considered that the image did not appear because the subject device was cleaned, disinfected, sterilized, and stored with tweezers, forceps, scalpel, etc. And the cable was perforated with holes and the electronic circuit inside the device was damaged due to water leakage. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was low flow on the arctic sun device. The nurse stated they have already changed devices one time. The device the patient was on now was not cooling. The patient was in a covid room and she could go inside. Patient was 38c, target was 33c, and water was 29.4c. There have been no alerts/alarms yet. Ms&s had put the device in manual mode at 5c. Water temperature did not drop, but rather increased. The patient was 38.1c. Temperature 1 was 31c, temperature 2 was 31c, temperature 3 was 31c, temperature 4 was 3.1c, water flow rate was 3 l/m, inlet pressure was -7 psi, circulation pump command was 79%, and mixing pump command was 100%. System hours were 3278.5 and pump hours were 2982.3. Ms&s advised nurse that the mixing pump was out on the device and it cannot able to cool the patient. Ms&s told her to send device to biomed. Nurse stated this was the second device they tried to use. The other device was getting low flow so they sent it to biomed. She stated they have one other device available they can use.